Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose, however no specific bg value was provided. The customer declined troubleshooting and stated the cause was unrelated to the pump or supplies.